Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the end user of the purewick female external homecare system due to leakage challenges. Troubleshooting had been completed, and issues with the drydoc vacuum station had been ruled out. The customer reported that the patient experienced a tear in the labia after using the product and had applied creams in the area. It had been explained that creams in the placement area could have impacted proximity to the urethral opening. Placement technique to reduce shear and friction had been reviewed, which the patient denied performing. The patient had been advised to contact a health care provider to assess the use of the purewick female external homecare system until healed. As per customer follow-up information received via email on 06apr2026 and forwarded patient's additional information. It was reported that a sample is still available and the patient would like the sample return kit mailed directly to her. Lot: mykq4465 (this is from the 2nd box of catheters as the first was completely used and packaging disposed. She has 13 catheters left from the 2nd box (of this lot). She said she used purewick for about a month before noticing the skin breakdown. She was applying vaseline on the labia which may have caused the catheter to move. Reporter explained that the IFU indicates not to use creams on the skin where purewick is placed. The patient experienced skin tear on labia and skin breakdown. The patients now has an indwelling catheter and a using triad cream on affected area. She now has a uti being treated with antibiotics but believes this was an unresolved uti which she had prior and was told to discontinue antibiotics too early. It was unknown what medical intervention was provided.